Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported that they called in to get in touch with a manufacturer representative (rep). The patient stated that she was not having much success with the program she was on. The patient stated that she was having "horrendous leaking". The patient stated that when she walks to the bathroom, she was leaking the whole way there. The patient stated that she has increased stim 2 or 3 times. The patient stated that she was on medication and hasn't had a bladder infection for a month. The patient stated that she usually has a bladder infection every other week. The patient stated that she had surgery on (B)(6) 2019 to have a boston scientific scs device implanted. The patient stated that when she woke up, her whole left side from the waist down was numb, but the patient stated that it is getting better. The patient reported that the leaking started in (B)(6) 2019 after the surgery. The patient stated that she thinks the leaking issues are related to the scs surgery. Patient services reviewed how to change the program. During the call, the patient was able to change from program 1 to program 2. Patient services reviewed if symptoms don't improve, the patient can increase stim or try a different program. The patient met with a manufacturer representative (rep) named in person at the managing doctors office. The patient stated that the reason she met with him was the program she was on absolutely wasn't working. No further complications were anticipated/reported. 2019-oct-15: no new information. 2019-oct-21 (rep): additional information was received from the manufacturer representative (rep). The rep reported that he was not made aware of any boston scientific device being placed nor any leaking associated with it. The rep did meet the patient in the physician¿s office to provide a standard reprogramming of the device sometime early august (rep didn¿t have exact date), and changed her program to program 3( 2-, 0+) with amplitude of 1.6 in perineal area. The rep stated that impedances were checked and all programs were within normal limits >4,000 ohms. The patient left receiving comfortable stimulation and the last he heard she was responding to the new program fine and leakage had subsided. This was confirmed with the physician account. The rep was unaware of the patient¿s weight at the time and would not speculate. No further complications were anticipated/reported.